Manufacturer narrative:
The technical investigation revealed that one of the clients reported a triple beeping AED, and when they pressed the blue "I" button, it prompted them to remove and reinsert the battery. Notably, the AED was not in clinical use, stored in a cool protected area, and not used for training purposes. The pads were intact, and there was no white tab sticking out of the case. This issue resembled a previous occurrence in october when the same AED emitted a single beep, and the battery was replaced. The investigation indicated that the AED itself was the cause of the error, as indicated by the error message "remove and reinsert battery." Based on the information available there is insufficient information to confirm the reported problem. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer has been provided with a replacement device to resolve the issue, and we are awaiting the return of the exchanged device. Once received at philips, the device will undergo evaluation, and the complaint will be reopened. The investigation concludes that no further action is currently required. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Updated health impact grid.

Event description:
It has been reported to philips that the device is failing self-test.